Event description:
It was reported that a user of the ilet with a cd infusion set experienced a fingerstick blood glucose reading of ¿high¿ after a routine dinner and dessert, with tubing observed to pass drops and then reconnected; the caregiver elected to wait before changing the set despite education to change if in doubt. Symptoms included the patient appearing well and sleeping, with no reported acute complications. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview, troubleshooting with infusion set reconnection, and user education on set change. Investigation of this case revealed no device malfunction observed during phone-based checks and a potential contribution from a high-carbohydrate meal, with the cause remaining unclear. It was concluded that the event was consistent with hyperglycemia with unclear cause and that the device function could not be confirmed as contributory based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.